Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached over 400 mg/dl while wearing the pod between 24 and 36 hours. After realizing elevated bg levels, patient found the needle not retract as intended; this indicates that a needle mechanism failure occurred.

Manufacturer narrative:
The device was received partially deployed. The needle mechanism was fully retracted. The needle was observed to be exposed in the soft cannula. Upon opening the device, the needle was found dislodged from the slide retract. Excess material was found on the slide retract. The damage to the slide retract caused the needle to be incorrectly installed, which resulted in the exposed needle. The exposed portion of the needle was found to be bent. The tip of the needle was inspected for damaged, and none were found. It could not be determined when the damage to the needle occurred.